Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported recurrent mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. A mitraclip ntw was implanted. Following deployment, a perforation on the posterior leaflet was observed. It was noted that it was possible that the perforation was present before the procedure and that the perforation may have been exacerbated upon implanting the clip. The clip was noted to be stable on both leaflets. The procedure was completed with two clips implanted. The mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.